Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument had misaligned tips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.26 mm. The grips were not found to be cracked. The conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. A piece of the conductor wire insulation was missing, measuring 0.27 mm x 0.43 mm. Components adjacent to this wire do not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed.